Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there were generator errors. Rse reviewed the generator error log. Fse recommend nss team to replace the converters and the kvma module in the generator. After replacement nss team played the generator converters along with a kvm a module performed all calibrations, including to bed at tatian, to yield, edl, grid switch. After which the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there were generator errors. The system was in clinical use. No harm has been reported to philips.